Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or request for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested via certified letter. A DHR review has not been conducted, since no specific product code or lot number have been provided.

Event description:
Attorney reported: as a result of having a bard composix e/x mesh patch implanted in the patient, the patient suffered disabling pain, required surgical intervention and died as a result of the complications caused by the patch.